Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported right ventricular (rv) failure could not conclusively be established through this evaluation. A specific cause for the patient¿s infection could not conclusively be determined through this evaluation. It was reported that the patient was readmitted on (B)(6) 2020 for rv failure and a sternal wound infection. The patient was given diuretics and blood pressure medication for the rv failure. In regards to the sternal wound infection, the patient was taken to the operating room (or) on (B)(6) 2020 for a wash out. A wound vacuum-assisted closure (vac) was placed, and the patient was given oral antibiotics for 6 to 9 months per infectious disease¿s recommendation. The patient was deemed stable for discharge with a wound vac on (B)(6) 2020. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020 under ifs order number (B)(4). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists infection (localized infection, driveline infection, pump pocket or pseudo pocket infection) and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with a 40 pound fluid weight gain. The patient was prescribed milrinone and IV lasix to support right ventricle failure. The patient also had an upper sternal wound infection that was positive for candida. The patient was taken to the operating room for a wash out. A wound vacuum-assisted closure (vac) was placed and oral diflucan was prescribed for 6-9 months. The patient was discharged with a wound vac on (B)(6) 2020.